Event description:
This report is to advise of an event observed during analysis confirming exposed wires of the power supply cable.

Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection verified the power supply cable was frayed and wires were exposed. The backplate of the device was removed and known working test standard power supply was connected to the unit. The unit was powered on with no issues observed.